Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed battery out limit. Customer's blood glucose was 102 mg/dl. Customer stated the battery was inserted two days prior to the alarm occurring. The alarm occurred during normal use. Customer was advised a new battery cap was going to be sent to rule out any issues with the battery cap. The insulin pump is not returning for analysis.